Event description:
Pt returned to clinic w/ blisters and erosions to labia, and erosions in vagina 2 days after an endometrial ablation. The leakage alarm sounded during the procedure, indicating a 10cc fluid loss in the system, situation was assessed, procedure resumed, and 10cc fluid loss alarm sounded again. The procedure was terminated.